Manufacturer narrative:
Product event summary:a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The outer shaft was kink/buckled at 5 cm from the distal end of the delivery system. The tether could not be analyzed as the tether was not returned. Deployment could not be tested as only a partial delivery system was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited no pacing and no sensing. The device was unable to be retrieved for repositioning and the tether was not helping. The leadless ipg remains in the patient but the device is not able to benefit the patient since it is neither sensing nor pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.